Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer advised he used up the strips. There are not strips to return. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results lo, which on the system indicates a result of less than 10 mg/dl, and 66 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 11 mg/dl, and 74 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of lo, which on the system indicates a result of less than 10 mg/dl, and 120 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.